Event description:
It was reported during a da vinci-assisted procedure force bipolar the plastic housing around the side of the grasping tip of the force bipolar instrument broke and fell into the patient. The surgical staff indicated all fragment(s) were retrieved during the same procedure. The surgical staff completed the procedure with no reported patient injury. Intuitive surgical, inc. (Isi) completed customer follow up and obtained the following information: all fragment(s) were retrieved with visual inspection and using a laparoscopic grasper. No additional surgical procedure was required to remove the fragment and no additional post-operative x-rays were taken due to the patient developing an ileus and no foreign body was identified. The surgeon explained that he went to grasp tissue and the instrument would not grasp. Then the surgeon evaluated the force bipolar instrument and found a piece had broken off and denies grabbing the instrument with the other instruments or having collisions. The instrument was in-use for a couple hours and prior to start of the procedure the instrument was inspected and looked fine. There was no damage found or appeared unordinary. According to the customer, the surgeon was grasping tissue at the time the fragment fell inside the patient. The surgeon or surgical staff did not notice any issues of instrument functionality during the procedure. The surgeon found the broken piece directly under the instrument when the instrument was inspected within the abdomen. The surgeon was able to identify that the tip was damaged. When the instrument was removed the wrist was straightened and the surgical staff did not feel any resistance upon removal of the instrument through the cannula nor did the customer notice any damage to the cannula or instrument after the event occurred. The customer confirmed that there was not patient injury nor has the patient returned to the hospital due to post-surgical complications related to retaining a foreign object. Additionally, the customer explained that post-operative abdominal x-rays were performed and revealed no foreign body was identified. In regards to patient history, including medical conditions, the customer provided the following: multi incision robotic extended right hemicolectomy with side-to-side isoperistaltic stapled anastomosis. The patient had a previous robotic transverse bowel resection in 2018.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the customer the customer reported issue. The instrument was found to have a broken grip at the midpoint of the grip. A piece approximately 0.099¿ x 0.362¿ was found to be broken off the grip tip. Additionally, the instrument passed electrical continuity test. The broken piece was returned and fa concluded that the failure is most commonly caused by instrument mishandling and misuse due to excess force applied to the instrument jaws. A log review was performed for the force bipolar instrument reported in this complaint (pn: 470405-06/ n10190307 0119) and the following was found: per logs, the instrument was last used on (B)(6) 2020 on system (sk2133) with 4 uses remaining.